Manufacturer narrative:
The viper universal poly driver was returned for evaluation. Visual inspection revealed that the distal tip of the driver had fractured. Optical imaging suggests that the driver underwent a quasi-static torsional overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the tip breakage cannot be definitively determined. However, the fracture analysis suggests that the driver underwent a quasi-static torsional overload. It should be noted that a 7mm tap was used before implanting the 9mm screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On the night of (B)(6) 2017, doctor was performing an l4-ilium posterior spinal fusion with bilateral screw fixation at l4, l5, s1 and ilium. The surgeon was implanting a 9.0x90mm screw after tapping with a 7.0 mm tap. As the screw was being implanted, the tip of the driver (item #: 2797-34-000n) broke off inside of the screw. The surgeon was unable to remove or advance the screw because he could not engage it due to the driver tip being sheered off inside. At that point, the surgeon decided to place a short rod in the screw and lock it using a set screw. Once the rod was securely locked, whiile spinning the screw/rod in a counterclockwise direction, the tulip head of the screw broke off. Using the spinal removal kit, the surgeon was able to use a trephine to create room around the screw and then engage a broken screw removal tool to successfully remove it. Once the screw was out, the surgeon placed a 10x80mm screw in its place.